Manufacturer narrative:
(B)(4) date sent: 6/2/2026 d4 batch #: a98h5d. Additional information was requested and the following was obtained: in the indicated case, the white tissue completely loosened during the subtle, extracorporeal cleaning of tissue debris with a damp compress and remains outside the patient. So far, no visible fragments have remained in the patients, even in the context of the other incidents. When the preparation was continued (without white tissue), a white-orange glow of the rigid tip of the dissector was seen, which was immediately removed from the patient and the device changed. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. In addition, the remaining tissue pad was properly attached to the clamp and damaged, melted not all present, and the missing portion was not returned. The tissue pad was not detached as reported by the customer. The device was connected to the energy system and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or ""relaxed pressure on blade"" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98h5d, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the blade of the device is said to have glowed and the pad has come off. There were no patient consequences.